Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the moderately tortuous and calcified mid left anterior descending artery (lad) and the apical artery. The lesion was predilated with an unknown balloon and then a non bsc stent was implanted in the apical artery. The 3.00 x 24 mm taxus express2 drug eluting stent (des) was advanced to the target lesion to overlap the implanted non bsc stent; however, the des was unable to cross the lesion. During removal of the taxus express2 des, the stent hit the tip of the guide catheter and the proximal side of the stent was flared. The device was completely removed outside the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".